Event description:
It was reported that a detached needle occurred. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted at the abdomen on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.